Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Verified item lot combination and reviewed manufacturing date as returned item # 42517000707, lot # 63515229 exhibits signs of repeated use and has fractured on the lateral side of the post feature all pieces were returned reference attached photographs. The device history records for item #42517000707, lot # 63515229 & receiving inspection report for item # 42517050707, lot # 80711357 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Supplier DHR review found that the product was conforming to all specifications and no process deviations. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search identified 4 complaints for item # 42517000707 lot # 63515229 combination as of the 25th of january, 2021. Complaints are monitored through monthly complaint review reference (B)(4)) in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with previously reported tasp fractures. Common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface no corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tasp was found fractured.